Event description:
The patient reported that on (B)(6) 2026, following food poisoning with associated hyperglycemia and discharge from the hospital on (B)(6) related to a prior hyperglycemic event (insulet reference #(B)(4) / emdr-(B)(4), she was found unconscious, prompting emergency medical services transport to the hospital. The patient was admitted a second time, including admission to the intensive care unit (ICU) during this event. The hospital diagnosis included dehydration, hyperglycemia, and diabetic ketoacidosis (dka) with a reported blood glucose level of 650 mg/dl. The patient was treated with intravenous fluids and an insulin infusion. The pod in use at the time was worn on the left abdomen and had been in place for approximately 2.5 days. It is unclear whether the same pod was worn during both reported medical events. The patient explained that approximately one week prior to the hospitalization events, her omnipod controller experienced a malfunction during which the controller lost all stored data and therapy settings, displayed a white screen and an error message, would not accept her existing password, and stopped functioning. She contacted technical support, and the controller was restarted and reinitialized, which required creation of a new password and resulted in loss of all historical data and therapy settings. The patient subsequently re-entered settings with assistance from her endocrinologist. Following the restart, and while using the omnipod system in automated mode, the patient reported unstable and highly variable glucose readings and stated that fingerstick values differed significantly from her dexcom g7 continuous glucose monitor readings. Specific blood glucose level values or discrepancies were not provided. The patient was unable to confirm whether any alerts or messages were displayed on the controller immediately prior to the medical event; however, she reported receiving glucose alerts on her phone. The patient was discharged from the hospital on or around (B)(6) 2026.

Manufacturer narrative:
The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of issues with insulin delivery. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The logs showed evidence that all boluses programmed and confirmed were successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after each bolus was delivered. No evidence of issues with the system were observed in the available logs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.